Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving preservative-free saline via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The patient¿s medical history was noted as movement disorder. The indications for use (ifus) were noted as intractable spasticity and other spasticity. It was reported that a catheter dye study was performed on (B)(6) 2016 and the interventional radiologist was unable to aspirate through the catheter access port (cap). The hcp repositioned the needle in the cap under fluoroscopy but was still unable to aspirate. The catheter wasn¿t patent. X-rays performed on (B)(6) 2016 showed that the tip of the catheter was at t-4. No interventions were performed. The patient¿s managing hcp was planning to fill the pump with prialt after the catheter dye study, but this didn¿t happen since it appeared that the catheter wasn¿t patent. The cause of the inability to aspirate was unknown. No symptoms were reported. Surgical intervention had not occurred and it was unknown whether it was planned. The patient¿s status at the time of the report was noted as alive with no injury and it was noted that the issue had not resolved at the time of the report. Additional information provided by the managing hcp¿s nurse to the rep on 2016-02-16 indicated that the patient was referred to another hcp for catheter revision and the patient was scheduled to see that hcp on (B)(6) 2016. The managing hcp would like for the pump to be filled with 5 mg/ml morphine at the time of the catheter revision, started at a dose of 0.25 mg/day at the time of surgery. Additional information later provided by the nurse indicated that the patient was scheduled for catheter revision and pump refill on (B)(6) 2016. Follow-up was conducted for the cause of the inability to aspirate the catheter and the resolution status. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient went to the operating room for a catheter revision on (B)(6) 2016. The inability to aspirate the catheter was resolved at that time, but the cause of the event was not determined.